Event description:
It was reported the pt was unable to communicate with the ipg using the charging system after the implant of the ipg. A replacement charging system was sent to the pt. It was reported the physician planned to undertake surgical intervention to a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.